Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with ceftazidime injection (500 mg, daily, discontinued, route not reported) and vancomycin injection (500mg, once in five days, discontinued, route not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.